Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported problem, no image due to broken lens and debris particles inside the optical system. Other noted findings included a bent rigid outer tube. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request that the customer oes elite, high-definition autoclavable rigid telescope reportedly was found to have ¿no vision (dropped)¿ during reprocessing. No death or injury and no impact to person or other was reported to olympus. This report is being submitted to capture broken optical system.